Event description:
The patient's meter was set to the incorrect unit of measurement. The reporter stated that the patient and the reporter's mother were in an automobile accident. He stated that the patient became hypoglycemic while drive the automobile. The reporter was unable to state what the patient's blood glucose was prior to, during, or after the accident. He was unable to state what the patient's diabetes medication regime was, and he could not state when, or if, any medications were taken prior to the event. The reporter's mother was hospitalized with "a broken leg and some bruises". The patient received outpatient treatment (unspecified). The reporter was unable to state if the meter was set to mg/dl or mmol/l at the time of the event. He stated that the patient's meter changed into mg/dl and then later changed back to mmol/l. The reported meter was user non-changeable, which does not allow the user to change the unit of measurement. The reporter was unwilling to provide the patient's contact information and was unable to provide any further details regarding the event. There is no evidence of the meter contributing to a serious injury (the reporter was unable to provide any details about the event such as; meter results, medications taken, and symptoms prior to the event). A replacement meter has been sent to the patient.